Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the monopolar curved scissors (mcs) instrument was stuck in the trocar. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive multiple da vinci products to perform failure analysis (fa). The monopolar curved scissors (mcs) tip cover accessory had gouges around the middle area. No material was missing. Fa found the mcs instrument was analyzed, and fa was able to confirm/reproduce the reported complaint. The instrument was found to have stuck accessories. Unable to remove the stuck tip cover and other accessories to fully inspect the instrument. Fa found the cannula had no obvious signs of damage. Unable to fully inspect the cannula due to being stuck on the mcs instrument. Fa found the seal port had no obvious signs of damage. Unable to fully inspect the seal due to being stuck on the mcs instrument.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Advanced failure analysis confirmed the initial findings. The tip cover was cut open to remove from the distal end of the instrument. It was observed that the proximal clevis was dislodged from the tube extension. The tube extension was also observed to be broken as a result of the dislodgement. The dislodged proximal clevis resulted in the wrist being stuck in a bent position and this caused the accessories to be unable to be removed. Upon removing the tip cover from the instrument, the gouge appeared to be a tear. The tear did not appear to be a result of the dislodged proximal clevis and is unrelated. The cannula and seal were found to be unrelated to the customer reported complaint and has no reported issue.